Manufacturer narrative:
A ge service rep performed an on site investigation. The bios were reset. The general purpose operating system (gpos) and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittent communication failed error messages. This error results in x-rays being disabled. There is no report of injury or death associated with this event.